Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received a scs system on (B)(6) 2011. It was reported that the patient's leads had disconnected from the ipg header which was confirmed by x-ray. The physician had reconnected the leads during a revision. The patient recaptured stimulation. No other patient complications were reported.